Event description:
Healthcare professional reported left side rupture of breast implant device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: a review of the device noted an opening, identified as a crease sharp on the posterior side of the device. This is considered a fold flaw opening. Additional observations noted crease fold and stress marks were observed.